Event description:
January 15, 1990, a g&k femoral nail was implanted to treat a left bilateral femoral fracture. November 6, 1990, two distal screws were removed. June 8, 1995, x-ray revealed that the female sustained a new fracture to the femur and the nail was supposely no longer fully secured. The pt saw her physician on june 13, 1995. The fracture was confirmed and a decision was made to monitor the fracture over the next few weeks. In early july 1995, the nail allegedly dislodged from the femur creating a protrusion in her leg. The nail was removed and a post operative examination revealed that the nail allegedly broke directly through the lower screw hole. A bone graft was performed after the nail removal.

Manufacturer narrative:
Requests were made for the return of the device. The device was not returned to howmedica rutherford. Therefore, an eval of this device could not be performed.